Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that the balloon was leaking and contrast media leaked. The physician reported that the procedure was percutaneous transluminal angioplasty of a dissection of the common iliac artery/external iliac artery. He felt no resistance while advancing to the target. The balloon itself did not leak. The leaking occurred during inflation between the connection tip of the syringe and the catheter itself outside of the patient. Fortunately it was possible to deliver the stent in the right position. No harm to the patient.

Manufacturer narrative:
Analysis: the details provided indicate that the catheter was leaking at the proximal end of the catheter shaft that is outside the patient. The details also specify that the stent was delivered to the correct position. Upon inspection of the returned catheter, there were no signs of visible damage. To determine if the catheter was leaking the catheter was prepped following the instructions for use. Upon initiating the evacuation of air from the balloon using a 20cc syringe, air bubbles began to fill the syringe indicating that there was a leak in the system. The catheter was then pressurized to 8 atm and a leak was realized at the catheter adhesive bond between the catheter shaft and inflation manifold. The system was able to achieve 8 atm and is the recommended deployment pressure as indicated on the product label. The pressure could not be held at 8atm and the pressure rapidly dropped. Under magnification it appears as if a small channel developed between the adhesive bond and the catheter shaft. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath . Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. In addition to the performance evaluation, during the manufacture of the device when the inflation manifold is bonded to the catheter shaft a 100% pressure test of every device is conducted. The pressure test inflates the catheter to the products rated burst pressure of 12 atm as specified on the product label. Conclusion: based on the passing results of the quality and performance testing atrium medical cannot determine the cause of the manifold bond leak. As mentioned above all catheters are 100% pressure tested at the rated burst pressure prior to packaging. If the leak were present at this time it would have been rejected.